Event description:
The patient's mother called animas on (B)(6) stating that her son's blood glucose level was elevated. She said that his blood glucose level was 350 mg/dl the last evening and was 314 mg/dl the morning she called. The patient was positive for ketones and was reportedly vomiting that morning. About 30 minutes prior to the call his blood glucose levels reportedly went down to 134 mg/dl. During the call his blood glucose level was 57 mg/dl and the patient was apparently hungry. The mother said she was delivering bolus doses through the pump when his blood glucose level was elevated and gave him some soda for the low blood glucose. She said the patient's blood glucose management team instructed her to increase the patient's temp basal rate for one hour on (B)(6). She was unfortunately unable to finish the phone call and had to take care of the child. Animas attempted to follow up with the reporter to obtain additional information but was not able to reach her. Although information surrounding the use of the product prior to the event was not available this complaint is being reported because the patient allegedly suffered severe symptoms while on pump therapy.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been overwritten, unable to duplicate the complaint. No defect was found. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification.review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on 04/30/2012 and confirmed that it was operating within required specifications at the time of release.